Event description:
It was reported that the pulse generator exhibited loss of sensing. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found a hyrbid anomaly which resulted in the loss of sensing.